Event description:
The pt had his leads and extensions "switched out". No additional info was provided regarding the event. Additional info has been requested, a follow-up report will be sent if additional info becomes available.